Manufacturer narrative:
Corrected data: section d4: primary unique device identification (UDI) number corrected. Manufacturer's investigation conclusion: the reported event of low voltage alarms on the mobile power unit (mpu) was confirmed. Data from the reported event dates of 23nov2024 ¿ 24nov2024 was reviewed in the submitted log files. Several intermittent, atypical low voltage alarms were noted while the system controller was connected to the mpu. On 23nov2024 at 22:52, the alarm briefly escalated to a no external power alarm. These alarms resolved when the voltages returned to normal levels and did not reactivate after the system controller was connected to battery power at 07:25 on 24nov2024. The emergency backup battery supported the system as intended during these events and the atypical alarms did not prevent the system controller from supporting the system as intended. The mpu (serial number: (B)(6)) was returned and the mpu booted up as intended, but when the mpu was connected to a mock circulatory loop and test system controller, the system controller alarmed for low voltage, confirming the reported event. The patient declined to repair the unit, so it will be scrapped. The mpu was forwarded to the product performance engineering group for further analysis, and the patient cable was replaced with a known working cable, and the issues resolved and the unit was able to support a mock circulatory loop for an extended period. The underlying wires of the replaced cable were measured, and it was found that several of the underlying wires were open loop. The outer layers were stripped, and damage was noted to several wires, which would cause the reported alarms. The root cause of the reported event was determined to be due to wire fatigue on the mpu patient cable, but the root cause of the wire fatigue was not able to be determined. The investigation also noted loose encasing of the patient cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low voltage hazard alarms and one no external power alarm while on the mobile power unit (mpu). No alarms were noted while on battery power. The patient confirmed they changed the connections and the outlet. The alarms were unable to be recreated in clinic. Log files displayed multiple strings of low power hazard alarms on (B)(6) 2024 and one no external power alarm on (B)(6) 2024 at ~10:52pm while on the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or at the back of the unit. The mpu was exchanged/removed from service.

Manufacturer narrative:
B5 narrative info. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.